Event description:
Independent repair center: alleged key failure defective. Low o2 or yellow light. As stated on the repair statement independent repair center: alleged key failure poppet 4 way defective. Low o2 or yellow light.